Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? What is the lot number of the involved product? Was the suture seals on the foil still intact when the package was opened? No further information will be provided. Additional information was requested and the following was obtained: are there any photos of the foreign matter available found in the package? No photos are available.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, it was found that there had been a foreign substance inside the film of the package like a human hair. There were no adverse consequences to the patient. No additional information was provided.